Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
On (B)(4) 2010, product surveillance contacted the pd nurse concerning a different issue and obtained information that the home patient (hp) was diagnosed with peritonitis and admitted to the hospital on (B)(6) 2010. The nurse believes that the peritonitis is due to home patient not performing therapy for a number of days and also not performing the therapy the right way. The patient was in the nursing home and was discharged on (B)(6) 2010. During that time heparin was administered through the solution bag.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.